Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient alleged that the cardiologist implanted the wrong device which could have killed him. The patient was implanted with a boston scientific pacemaker that was explanted seven and a half months later and replaced with a non-boston scientific implantable cardioverter defibrillator. The boston scientific sales representative attempted to obtain further information from the physician without success. No adverse patient effects were reported and the investigation is complete at this time.